Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Maude report number: mw5079850. Additional information requested and received: can you please provide more event details? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? If staples were delivered into tissue were they formed in the proper closed b-formation? If not, please explain. Or, was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? The only information I have about the issues is that the stapler worked one time, then would not open back up.

Event description:
It was reported that during an unknown procedure, stapler worked one time then would not open back up. It is unknown if another like device was used to complete the procedure. There were no patient consequences reported.